Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned (17) loose 3/10cc bd safetyglide insulin syringes without any packaging. Customer states that there were packaged syringes that released some liquid when pressed to remove air. All returned syringes were tested and 7 out of 17 samples exhibited a small clear droplet of material came out of the cannula when fully depressing the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 9084825. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch 62431 was created for the silicone guns. Correction: the silicone guns were purged.

Event description:
It was reported that 20 3/10 ml bd safetyglide¿ insulin syringes with attached needles experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: we realise that several syringes that we ordered from you and that we have to use at the moment are faulty; out of 24, 20 syringes are unusable - I am quoting the message from the researcher : "at least 20 new, packaged syringes that released some liquid when pressed to remove air; these are the 0.3 ml/cc insulin (bd) syringes. " it is the reference 305937 -order form / quantity ordered: 400 additional information received added on the (B)(6). To complete the previous message, it is not a leakage of the syringes, but a residue of liquid in some of the syringes in this batch - liquid that comes out when the plunger of the new syringe is pressed. We don't know what the composition of that residual liquid is. We are two people who have handled these syringes, wearing gloves.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 3/10 ml bd safetyglide¿ insulin syringes with attached needles experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: we realise that several syringes that we ordered from you and that we have to use at the moment are faulty; out of 24, 20 syringes are unusable - I am quoting the message from the researcher: "at least 20 new, packaged syringes that released some liquid when pressed to remove air; these are the 0.3 ml/cc insulin (bd) syringes." It is (B)(4). Additional information received: added on the 14th of july to complete the previous message, it is not a leakage of the syringes, but a residue of liquid in some of the syringes in this batch - liquid that comes out when the plunger of the new syringe is pressed. We don't know what the composition of that residual liquid is. We are two people who have handled these syringes, wearing gloves.